Manufacturer narrative:
The device was evaluated in the field by a stryker technician and was not returned to the manufacturer for further evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.